Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left breast implant saline mentor smooth round moderate profile 525cc, serial number (B)(4), catalog number 3501685 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision procedure with saline mentor smooth round moderate profile 525cc breast implants. The patient experienced deflation after implantation of the right breast implant. As a result, the patient experienced explantation and replacement of the mentor smooth round moderate profile 525cc breast implants on (B)(6) 2018.

Manufacturer narrative:
On 09/24/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Product evaluation team discovered a rent measuring approximately 5 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/06/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The date problem observed was (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/4/2018, it was reported to mentor that the patient had no signs of infection on the right breast implant. The patient tolerated the procedure well. The replacement devices were saline mentor smooth round moderate plus profile 425cc, catalog number 3502425, serial number (B)(4), lot number 7446730 on the left breast implant and saline mentor smooth round moderate plus profile 425cc, catalog number 3502425, serial number (B)(4), lot number 7317940 on the right breast implant. The left breast implant was intact. Manufacturer¿s reference number: (B)(4).